Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. This device is under the scope of a recall.

Event description:
As reported, the patient underwent hip prosthesis replacement surgery approximately 4 years 11 months after initial implant. In 2019, the patient had a hip prosthesis cup implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed a slight decentration of the prosthesis head and osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle, neutral liner, group 4, 36 mm i.d., ref 140-36-54, sn (B)(6)). As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined, as well as the curettage and filling of the cysts in the cup bed using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was changed.